Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. Potential factors that may contribute to stent break include, but are not limited to, inflation above rated burst pressure, interaction with challenging anatomy, interaction with accessory devices or manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. Another stent was used to cover the fractured stent. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the right coronary artery with heavy calcification and heavy tortuosity. The 2.5x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, the stent strut was noted to become fractured. Therefore, a 2.5x28mm xience xpedition stent was implanted to cover the fractured stent. There was no adverse patient effect and clinically significant delay reported in the procedure. No additional information was reported.